Event description:
A customer reported a complaint of imprecise sequential readings on their precision xtra meter. The customer obtained readings of 239 mg/dl, 72 mg/dl, 140 mg/dl, 104 mg/dl, and 68 mg/dl within a 10 minute timeframe. All readings were taken from the finger. When plotted on a parkes error grid the results fell in the c zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The device has been received for investigation. A follow up report will be submitted when the investigation is complete. Investigation in process